Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported clip opening while establishing final arm angle could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip opened when establishing final arm angle. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. Although imaging was difficult due to the shadowing of the device, a second clip was deployed. Post deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A third clip delivery system (cds) was advanced and placed on the valve in an attempt to stabilize the slda clip. When attempting to establish final arm angle (efaa), the clip opened. This occurred several times therefore the clip was not deployed and the cds removed. An additional 2 clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.